Event description:
It was reported that pump issued repeated cartridge change errors. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by manual insulin injection and no third party intervention was required. Customer singed loaner pump agreement form and will revert to manual injections for insulin therapy.